Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shut down issue was verified. Additionally, the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified. The cartridge was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred, however, the customer declined troubleshooting for this issue. Additionally, the pump shut off unexpectedly. Customer¿s blood glucose was 180mg/dl. Reportedly the customer continued to use the pump for insulin therapy.